Event description:
The customer reported that the 840 ventilator had a blank screen. The covidien customer support engineer (cse) inspected the device and replaced the graphical unit interface pcb. The ventilator passed extended self-testing.